Event description:
The service repair technician reported that during routine testing of the device at the service center, the blood parameter monitor (bpm) failed during arterial high potential (hi-pot) testing. There was no patient involvement.

Manufacturer narrative:
This complaint was identified by the service repair technician (srt). The power supply was replaced prior to returning to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.